Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient felt like a knife was stabbing them on (B)(6) 2017 but it had since gone away. The stimulation was not adjusted since the patient was no longer uncomfortable. The patient also stated they had the urge to go but sometimes could not void. On (B)(6) 2017 the patient stated again that they had the urge to go but couldn't always void. On (B)(6) 2017 the patient mentioned they were experiencing pain almost like a knife was going through them. The patient was also experiencing pressure at the time and not sure why. The patient stated their doctor was going to switch to the other nerve on (B)(6) 2017 and it was noted that they had 2 leads. No further complications were reported.